Event description:
It was reported that dr (B)(6) revised a pca poly insert that was broken after an unknown number of years of implant. Poly was delaminated and in multiple pieces. There was no metal on metal wear and the femur, patella, and baseplate were in very good shape. An 11mm poly insert was used.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalogue number unknown at this time. Device description reported as unknown pca 9mm poly. Not returned to manufacturer. Destroyed during removal.